Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the lock was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that remote manager lock was failed. The field service engineer (fse) replaced the latch micro switches and verified their operation using diagnostics. No issues were observed at the time of service. The system functioned as intended after the field service engineer (fse) resolved the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the lock was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.